Event description:
The following publishment was reviewed by gore: title: a case of catheter-based removal of a pulmonary artery¿migrated viabahn stent in a hemodialysis patient source: journal of japanese society for dialysis therapy (1340-3451) vol. 58, suppl. 1, page1188 (2025.05) on an unknown date, a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was placed at the venous anastomosis at another hospital to treat arteriovenous access stenosis. However, inadequate touch-up resulted in stent displacement, and the patient was referred to this institution. On an unknown date, but three days later, the stent that had been located in the upper arm at the time of referral was found to have migrated into the pulmonary artery upon admission. The cardiology department was consulted, and an attempt was made to remove the stent via right femoral venous access. An initial attempt using a balloon to anchor and remove the stent was unsuccessful, as it could not pass through a sheath and migrated back into the pulmonary artery. The stent was then grasped with a snare, and was folded and ultimately removed without significant clinical sequelae.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: a case of catheter-based removal of a pulmonary artery¿migrated viabahn stent in a hemodialysis patient source: journal of japanese society for dialysis therapy (1340-3451) vol. 58, suppl. 1, page1188 (2025.05) w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.